Event description:
The pt underwent a diagnostic angiography via the common femoral artery. The physician attempted arteriotomy closure using the closer tsl 6 french device. The device was deployed and only one of the sutures was retrieved. The suture end that presented was stationary and could not be removed, causing the device to become stuck in place. Field reports indicate that the foot appeared to be blocking the removal of the device. Surgery was successful and the pt recovered without incident.